Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined tower doors not opening. A field service engineer found jammed dirty latch connections. Cleaned and grease all doors latch microswitches to resolve this issue. The system functioned as intended after field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system tower door failed. Customer stated failed tower door in 2south drawer 2 and 5. There were delay in patient care workflow. There were no adverse events or injuries reported based on this event.